Event description:
It was reported that the pump was alarming air in line. Upon inspection there was air noted in the line, starting at the pump to the patient. The pump started on 21-jul-2025 and the alarm started around 8 pm on 23-jul-2025. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 1 ml/hour had been programmed, with a total reservoir volume of 77.7 ml and given volume of 50.3 ml. The length of infusion had been set for 120 hours. They primed manually but used a repeater pump to add the volume to the bag. The patient did not receive the full dose. Photos from the pharmacy showed no air bubbles in the bag upon compounding.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.